Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, watertightness was not maintained due to holes in the curved rubber, wrinkles were noted in the insertion tube, the bending angle was insufficient due to the elongation of the angle wire, the curved tube was crushed, the flexible tube of the insertion section was crushed, the curved rubber adhesive was missing, the watertightness of the light guide (lg) connector part vent metal was not maintained, scratches were found on the lg connector, the label on the lg connector was peeling off, scratches were found on the operation part, scratches were found on the eyepiece, scratches were noted on the operation unit cover, scratches were found on the grip, scratches were noted on the angle lever, scratches were found on the up/down (ud) plate, the universal cord was found collapsed and scratches were found on the universal cord. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the tip of the rubber of the oes bronchofiberscope had a pinhole. Upon inspection of the customer¿s returned device it was observed, the coating of the light guide coil was peeling off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, external factors and/or handling. Olympus will continue to monitor field performance for this device.